Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer was experiencing high blood glucose levels the night before hospitalization. Troubleshooting revealed that the programming was correct. The insulin pump passed the prime test as well.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.